Manufacturer narrative:
(B)(4). Based on qc product evaluation on (B)(6) 2016, the complaint is reportable. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produce lo reading;black chemistry observed. The root cause is black chemistry on test strips due to improper storage.

Event description:
Consumer complaint of e-5 error message; very high blood glucose result. E-5 error occurred after blood sample was applied to the test strip. The customer feels well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Back to back blood test performed during call on (B)(6) 2016 produced result of e-5. Test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is undisclosed. Adverse event not reported.